Event description:
Device issue: loose stent/dislodged stent. Time of device issue: during preparation. Adverse event: none. It was reported that during preparation of the 2.50x12mm rx mini vision stent delivery system (sds), when the physician removed the protective sheath from the sds, the stent was found to be loose and it dislodged easily. There was no pt involvement reported. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: the stent delivery system (sds) was returned with blood in the guide wire lumen. There was no contrast visible. The stent implant was loose on the balloon. There were two flared struts in the first row of the distal end of the stent implant. There was no other damage noted to the stent implant. There were crimp marks on the balloon between the markers and the balloon was tightly folded suggesting that the stent was originally positioned correctly and securely during manufacture. There was no damage noted to the sds. The protective sheath was not returned. The stent implant outer diameters were measured and these met mfg criteria. A loose stent can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, and handling of the stent during preparation. The protective sheath was not returned which may have aided the eval. In this case, it is possible that during preparation, negative pressure was applied during sheath removal or force was applied when removing the protective sheath, resistance was met, facilitating the stent to become loose on the balloon. Further handling of the stent during packaging, handling and return to abbott vascular for analysis could have contributed to the noted stent damage. A conclusive cause could not be determined and there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. All sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.